Manufacturer narrative:
Additional information (patient weight (B)(6)). The customer¿s report of a leak at the small disc area was confirmed. Functional testing resulted in leaking from the air vent of the 0.2 micron filter. The observed leak could be related to the length of time the filter was in use as no issues were reported during priming or initial use. The root cause of the leak was oversaturation of the filter which results in a leak through the path of least resistance (the filter air vent).

Event description:
The customer reported a filter used for tpn leaked at the small disc area. Lipids were not in the tpn line. Tpn was infusing at 9 ml/hour. New tubing had been placed on (B)(6) 2018, and the filter was hanging upside down. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: diagnosis: "premie", bpd, and hydrocephalus , "current age": (B)(6). 28 gauge PICC placed on (B)(6) 2018 at 1330. Lot# 11220119, cut and secured at 18cm ; infusion rates: tpn 9/hour, lipids 1.1/hour; IV medications-none; gestational age: (B)(6); patient weight as reported: (B)(6) kilograms, customer has yet to report an updated weight.

Event description:
The customer reported a filter used for tpn leaked at the small disc area. Lipids were not in the tpn line. Tpn was infusing at 9/hour. New tubing had been placed on (B)(6) 2018, and the filter was hanging upside down. There was no patient harm.